Event description:
It was reported that during robotic assisted lap chole tip of laparoscopic grasper broke. One of the two tiops fell into the abdomen and was retrieved, instrument was thrown away. No negative impact to the patient reported.

Manufacturer narrative:
The affected device will not be forwarded to the manufacturing site for investigation as it was thrown away by the facility. Per mdewatch mw5167735 received, customer reported on product number 33126, which is only the handle (not a grasper as reported). Also, due to the fact that no customer contact was provided, we were unable to locate any sales history. We therefore updated the product number to 33310c (a clickline forceps insert), which is the most commonly sold clickline forceps. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4), complaint (B)(4).